Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the leadless pacemaker exhibited inappropriate low voltage output, as it was inappropriately in high output mode. Programming changes were performed. The patient was in stable condition.